Manufacturer narrative:
UDI not available as product was manufactured on or before (B)(6) 2014.

Event description:
It was reported that the patient presented in clinic for downgrade procedure due to an atrial lead issue. It was noted that the atrial lead failed to capture and exhibited noise. The lead was capped on (B)(6) 2021. Patient condition was stable throughout.